Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the discrepancy was a kink in the catheter and troubleshooting included a dye study in august (specific date was not provided) which showed a questionable kink in the spinal segment of the 8780 catheter. Actions taken to resolve the event included surgery to revise the catheter on (B)(6) 2014 at which time the healthcare provider (hcp) explored the spinal region of the catheter. A small kink was found at the entry point of catheter insertion near the anchor. The hcp pulled back on the catheter to release the kink and received good cerebrospinal fluid (csf) flow. No other intervention was needed at the time of surgery. The patient was started at a lower intrathecal baclofen (itb) rate/day (dose not available). It was noted the issue was resolved and the patient was receiving good efficacy with intrathecal baclofen therapy and was "doing well." The patient's spasticity was under control.

Event description:
It was reported that the patient had always had increased muscle tone throughout the life of the pump. There had been no new symptoms at this time, and the doctor had continued to increase the dosage over time without an adverse event. However, it was noted that when the patient came in for a lioresal refill on 2014 (B)(6), 20 ml was aspirated from the reservoir when the expected volume was 2.4 ml. It was noted that this was the first discrepancy that had been noted by this physician. The patient had a dye study that proved to be abnormal so a there was a suspected catheter "clog". The patient reportedly had little response to a high dose of intrathecal baclofen. It was noted that the catheter revision was pending. Additional information was requested to determine if the intervention was to be performed and the patient outcome.